Event description:
It was reported that before a gastric bypass procedure, the tech was preparing the device by threading the suture through the blue trocar hole when the tip snapped off into the tech's hand. Another device was used to complete the procedure. There was no patient involvement.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.